Event description:
Complainant alleged that during while attempting to treat a (B)(6) male pt, the device displayed a "poor pad contact" message. Complainant did not indicate that there was any adverse effect to the pt due to the reporter malfunction. Complaint indicated that during subsequent testing the device powered up in the incorrect mode.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.